Event description:
It was reported that the saw heated up during a podiatric surgery. The procedure was completed successfully, without a delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The saw was rec'd by the MFR, however, the complaint could not be replicated because the device would not run. The device was disassembled and internal components were evaluated. Corrosion was discovered and it was observed that the roller bearing had become disassembled from the rotor. Both conditions can cause a saw to overheat. The device was repaired and returned to the customer.